Manufacturer narrative:
The bridge as described in this report, is not a cleared indication for lava ultimate implant crown restorative.

Event description:
On (B)(6) 2015, a representative from a dental office reported that a patient required root canal treatment on tooth #21. The patient had a bridge which spanned from tooth #17 to tooth #21 made from 3m espe lava ultimate implant crown restorative, which had been placed on (B)(6) 2012. The root canal was performed on (B)(6) 2013.